Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. This report will be amended when our investigation is complete.

Event description:
It is reported that the patient received an implant in (B)(6) 2007. She fell a few years ago and has been experiencing discomfort and swelling. After conservative treatment, the doctor performed an arthroscopy and it was determined that the patella component was worn. The patient was subsequently revised.